Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during long lasting interrogation session, connection was lost between cardiac resynchronization therapy defibrillator (crt-d) and programmer. Programming head was not moved and connection was reestabilished. After some time, connection was lost again for no obvious reason and could not be reestabilished. The session was continued with another programmer. When continuing session with second programmer, all changed parameters from first session were transmitted to crt-d device but the new parameter screen showed "no changed parameters during session". The crt-d device remains in use and the programmer has not been received into service. No patient complications have been reported as a result of this event.